Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are bent in the gusset area and the haptics are adhered to the optic by solution. The optic has two areas that are broken and missing lens material. The optic is split\cracked in both of the broken areas. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and viscoelastic. The customer indicated the use of an unspecified handpiece. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) a large crack was noted. The lens was removed and a backup lens was used to complete the procedure. Additional information was requested.